Manufacturer narrative:
The initial reporter's phone number: (B)(6). Upon further review, bd has determined that this MDR was reported in error. There is no allegation against the product. Therefore, a retraction is being submitted. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that no the patient was not stone free at procedure completion. In relation to x force nephrostomy balloon dilation catheter without eagle inflation device.

Event description:
It was reported by critical care nurses in an online survey that no the patient was not stone free at procedure completion. In relation to x force nephrostomy balloon dilation catheter without eagle inflation device.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.